Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a farawave catheter was selected for use. Preparation and testing of the device were normal. The device was inserted and advanced to left superior pulmonary vein. The vein was treated with 4 baskets positions followed by 4 flowers positions. Physician then attempted to withdraw the wire and noted he could neither withdraw nor advance the wire. The catheter was able to fully undeployed and be removed from the body with the wire still trapped in the catheter tip. The catheter was inspected on the scrub table and there were no obvious deformities noted, nor any tissue entrapped between the wire and catheter. Using a pair of hemostats, the wire was attempted to be dislodged from the catheter tip but was unsuccessful. (Damage to the wire was from manual manipulation outside the body and was not present after the wire/catheter was removed from the patient). Wire was then attempted to be pulled from the back of the catheter but was unable to be freed. (At this point the wire broke). The physician decided to replace the catheter and the wire. No patient complications were reported. The device is expected to be returned for laboratory analysis.